Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient received the pump in (B)(6) 2013, and he has had elevated blood glucose (bg) since then. Reporter states bg readings in the 500 mg/dl with small ketones, no nausea or vomiting. Patient had been off pump for 2 weeks prior to hooking back up and changing the infusion set type on (B)(6) 2014 being changed. Patient was taken back off pump yesterday due to high bg and continues on alternate form of insulin. Reporter confirms all settings are correct. Customer support (cs) found no associated alarms in history, last alarms are from (B)(6) 2014 and patient did not start back on pump until (B)(6) 2014, no recent boluses in pump which reporter confirms is correct, basal settings and basal tdd match. Cs advised reporter pump is delivering as programmed, and to follow-up with health care provide for guidance. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia.